Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that there was debris in the sterile package. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is hairlike debris inside the sterile package. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of hair/skin. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.